Event description:
On (B)(6) 2023, this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius customer service she experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the outpatient clinic on (B)(6) 2023 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic presented with staphylococcus epidermidis in the culture and a wbc count of 6276/mm3. The patient was diagnosed with peritonitis due to a break in aseptic technique during ccpd therapy on the liberty select cycler at home. It was explained due to the patient¿s advanced age, she will often forget to wash hands and wear a mask during pd setup and treatments. Despite initial reporting of this patient¿s hospitalization, the patient was not hospitalized for this event and prescribed intraperitoneal (ip) vancomycin at 2000 mg every five days for two weeks to address the infection. The patient recovered from this event as she remains asymptomatic. A follow up wbc count was taken in the outpatient clinic on (B)(6) 2023 that presented 133/mm3 which provided evidence of antibiotic efficacy. It was confirmed the patient¿s peritonitis and associated abdominal pain was not due to a deficiency or malfunction of any fresenius products(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home following this event.